Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, pdm error and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient was taken to the hospital on (B)(6) 2021. The reason for seeking medical attention was that their blood glucose (bg) was low. The patient reported that the pdm had an error that would not reset so they used manual injections. The type of treatment provided by the medical professional was that they gave the patient one shot of glucagon. It took about 1 hour for this and they then gave them peanut butter crackers and did some blood panels. They monitored the patient until their bg was in range.